Event description:
Customer states: during use on a patient at hospital, a nurse confirmed the air leakage from the cuff instantly after intubation. Customer confirmed replacement of the tube was required and confirmed pretesting was performed.

Manufacturer narrative:
The sample is expected to be returned for analysis.